Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had received multiple pump error alarm. The customer¿s blood glucose level was 163 mg/dl at time of incident. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.